Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the replacement procedure for the patient's right ventricular (rv) lead it was observed after insertion and withdrawal that there was coil separation. The rv lead was not implanted and another rv lead used. The patient's replaced rv lead was prophylactically explanted, replaced, and returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.